Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead took too many turns to extend and retract the helix during the implant procedure. An alternate lead was placed. No patient complications have been reported as a result of this event.